Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu1866 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when flushing the catheter there was a split within the first 5cm of catheter, the dr doing the procedure, trimmed off the proximal end of the catheter including the hub and clear extension leg, then used a repair kit to complete the procedure. The patient was not harmed.